Manufacturer narrative:
Pump passed the self test, active current measurement, and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error 25 alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at j6/pcb 1. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No additional unexpected alarms or error messages occurred during testing. Pump received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had button error alarm on insulin pump. The blood glucose at the time of the incident was unknown. The device was returned for analysis.